Event description:
This is being filed to report a clip entanglement and deployment in chordae along with failure to lower a gripper. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a small atrium, therefore when advancing the mitraclip delivery system there was some difficulty to gain height. While adjusting the xtw clip in the left ventricle, the clip got stuck on the anterior mitral leaflet (aml) and chordae. Attempts to free the clip were futile as the aml gripper would not lower. Fluoroscopy was checked, however due to a small heart, bi-prolapse, and a large amount of chordae in the left ventricle, imaging was difficult. The aml gripper had captured chordae and would not lower, therefore the decision was made to grasp the posterior mitral leaflet and deploy the clip. Another ntw clip was implanted medial of a2/p2 in order to stabilize the first clip which resulted in a final mr grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the filed medwatch report, the following information was received: returned goods analysis observed the gripper line was broken. No additional information was provided.

Manufacturer narrative:
A gripper line break was observed with returned device analysis. The observed gripper line break appears to be related to the entrapment. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code added 1069, component code added 765. H10: added verbiage to the manufacturing narrative.

Manufacturer narrative:
The clip delivery system was returned, the clip was not returned as it remains implanted. All available information was investigated, and the reported difficulty with the gripper arm, clip caught on chordae, poor imaging and difficult positioning could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported clip caught on chordae appears to be due to challenging patient anatomy. The difficulty with the gripper arm was related to the reported device entrapment. The reported difficulty positioning was due to the entrapment. The poor imaging resolution was due to challenging anatomy. The reported foreign body in patient was associated with the decision to deploy without anterior leaflet captured, and it was due to the entrapment. The reported unexpected medical intervention was a result of case-specific circumstances as another clip was implanted for stabilization. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: catalog no: corrected from cds0702-ntw to cds0705-xtw. D4: expiration date: corrected from 11/10/2022 to 11/14/2022 d4: UDI#: corrected from to (B)(4).. D9 - device available for eval updated from no to yes. H3 - device returned to manufacturer? Updated from no to yes.